Event description:
The trilogy 100 ventilator was returned to the service center for evaluation for stock recertification. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed a nurse call on test step during testing. The device's interface board was replaced to address the issue. The device was sent to run in and was retested. There were no critical errors in the error log(s). The device was retested and passed all testing. Additionally, preventative maintenance was performed. Parts were replaced due to cosmetic damage and unrelated to the reported malfunction.